Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is report 2 of 2 for complaint (B)(4).

Event description:
It was reported that during a sternal closure procedure, the sternal zipfix with needle came undone after it was implanted. Surgeon implanted patient with 4 zipfix to reduce sternum and then tightened the zipfix with the tensioner. Surgeon proceeded to cut the tail end of the zipfix. The sternum was reduced and closed. The surgeon then proceeded to suture the deep tissue layer, while sewing, the locking mechanism of 2nd sternal zipfix with needle released causing the zipfix to open. Surgeon removed the zipfix. Surgeon did not re-open the patient to implant a new zipfix. Surgeon felt that there was enough tension to close patient with 3 out of 4 sternal zipfix with needle and 3 sternal wires. Procedure was completed with no further problems. Per additional information, it was reported that, the needle on the zipfix broke off during insertion. Surgeon removed the zipfix and replaced it with a new one. The zipfix was successfully placed. The broken fragment of the zipfix was retrieved. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.